Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D4: additional device information. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H4: device manufacturer date. H6: adverse event problem. H10: additional narrative. One impl tapered scr-v sbm 3. 7mm 3.5mm 8mm (tsvb8) and one imp,tsv,4.1mm,sbm,10 (tsv4b10) were returned for investigation. Visual inspection of the as returned products identified bone / tissue attached to the implant external threads. Fractures at the collars. Device history record (DHR) review was completed for the subject lot number (63806474 and 63867515). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63806474 and 63867515) for similar event and no other complaint was identified. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Weight unknown / not provided.

Event description:
It was reported implant was removed due to its fracture at the collar.